Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of an unspecified quantity of solution transfer sets, the transfer of fluids took a long time. The event was further described as "not a smooth transfer". This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. Pressure testing and clear passage testing were performed and the results were satisfactory and did not observe the reported condition. Priming was also performed, and the results were satisfactory. The reported condition was not verified in the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.